Event description:
Customer reported being unable to test due to her adc meter "not setting up when she tries to set up her meter". Customer stated that on (B)(6) 2012 at 11:00 pm "her (adc) meter misread her reading and she could not see the reading because her vision was blurred and the meters back light was not working" and subsequently on (B)(6) 2012 at 4:00 am experiencing a medical event that was described as "after she finished testing she went (un)conscious, had blurred speech and was sweaty" and experienced a loss of consciousness. Customer reported self-treating with "insulin nph long lasting 10 units, novolin 15 units" and denied third-party medical intervention. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).